Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to solve the issue. System verified and ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure was confirmed and replicated. This unit was installed onto the test system and failed testing. Upon startup the unit presented a red led on startup and continued to do so for the next 5 power cycles. About 1 second after the button was pressed, the unit would fault, and no green or blue led would present before this occurred. E-100 was still present on the vision side cart (vsc) troubleshooting panel, but the energy did not fire. System would prompt a message stating to check the connection to the unit if energy firing was attempted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, both of the leds on the e-100 generator were red. Prior to calling for support, the staff had tried a second vessel sealer (vs) instrument, power cycled the e-100, and cycle the breaker of the e-100 without any results. The staff proceeded with the procedure using the erbe for vs energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure with the ports being placed. The site tried unplugging and plugging the e-100 generator back in, power cycling the generator, and contacting dvstat. The site completed the procedure using the erbe generator.